Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this lead was repositioned multiple times, but no sensing in the atrium was observed. The lead was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. A request was made for the local affiliate to obtain the correct lead details for this event.